Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose and also had over delivery. The customer¿s blood glucose level was 50 mg/dl. The customer was treated with food. The customer alleges pump was over delivering because had a couple of unexplained low blood glucose events. It was reported that they had self test and received hardware low level failure. It was reported that the customer did not had any during second self test. It was unknown whether the customer was using automode. The insulin pump will be returned for analysis.